Event description:
It was reported that during a mammectomy procedure, the blade broke when cleaned it. Broke piece did not fall into patient's body. Another device was used to complete the case. There were no adverse consequence to the patient.